Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed; however, returned device analysis noted a tear with a leak in the outer member, distal to the guide wire exit notch, which is likely what was perceived as the reported balloon rupture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture and noted leak/tear in the returned device could not be determined. Return device analysis noted fluid leaking from a tear in the outer member distal to the guidewire exit notch. The balloon was inspected, and a rupture could not be confirmed, as reported. In this case, it is possible that the noted tear/leak on the returned device is what was perceived as the reported balloon rupture, as the device would not hold pressure. Possible factors that could contribute to a tear with a leak include, but are not limited to, manufacturing, damage during processing of the device material, manipulation of the device during preparation and/or advancement and interactions with other devices or lesion calcification. A conclusive cause for the reported balloon rupture and noted tear/leak could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during inflation of the 4.00x8mm nc trek neo rx balloon dilatation catheter, the balloon was noted to be punctured. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.